Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory for inspection. A visual inspection noted that the lens had one (1) broken haptic, a torn optic, and appeared to have evidence of viscoelastic. Placeholder.

Event description:
It was reported that when the intraocular lens (iol) was released from the injector, it came out prematurely. It was stated that the patient's eye pressure dropped to an abnormal level and the lens came out underneath where it was supposed to be seated/implanted. The physician removed the lens by the haptics. It was stated that the incision was not enlarged and drugs were not administered to address the pressure. It was reported that there was no patient injury and that the patient stabilized. No further information was provided.